Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during set-up, the pressure dome is brittle and cracked upon connection. There were two occurrences of this event. The product was changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did receive the actual device and the complaint was confirmed. The complaint was misreported; the damage occurred to the luer. The crack most likely occurred due to damage which may have been caused by user technique. Terumo no longer purchases this part. The complaint will be included in associate awareness training. The device history record did not indicate any product related problems. All available information has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).